Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Additional information: the reporter also alleged that there was moisture inside the battery compartment. Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: review of the black box data revealed multiple unexplained power on reset events. The battery compartment was cracked with evidence of moisture corrosion inside the battery compartment due to moisture ingress at the site of the battery compartment confirmed by leak testing. The returned battery cap was undamaged and able to fit properly to the pump. The pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without any interruption of power. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.